Event description:
Additional information was received. Patient reported return of symptoms as they were "not able to pee," very low flow and has to force it out. Patient stated concern that having surgery without checking the device to confirm it is the battery or could be another issue. Pat agent reviewed general programming guidance and therapy information and suggested patient consider increasing the setting on current program or switch to a different program. Agent explained that it is important for patient to monitor or track her symptom results on each program that she tries. No further complications note or anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called back and reported that since their previous call, they had met with a manufacturer representative (rep) and they checked the patient's battery. They said it was only at 10% and it needed to be replaced within a week because their bladder stretched out with urine. The rep reprogrammed the device and turned off certain things to make the lead right and turned it down, but the patient didn't fully understand. They said they were peeing and it burned, so they were scared and they were also swelling up on their right side where they always swelled. They were also peeing, but every 10 minutes a little bit. The patient requested to get in touch with the rep. A courtesy email was sent. Additional information was received. The patient reported the device had stopped and they were having urinary retention. It was explained that she should reach out to her physician or seek medical care.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient started having trouble going to the bathroom, they could go but was having trouble completely emptying their bladder. No further complications were reported.